Event description:
The customer reported an external paddle set failure during testing. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.